Manufacturer narrative:
Manufacturer completed the entire form. The suspect device was returned and evaluated. Visual examination confirmed physical damage to the internal of the device consistent with drop damage. The syringe size sensor was tested and found to be out of specification. Delivery and accuracy tests were performed with a standard syringe. The device was found to pass the standard delivery and accuracy test.

Event description:
The user facility reports a suspected overdelivery of morphine. They report there was no clinical consequence to the patient. Further details are not available.